Manufacturer narrative:
It is not clear what role, if any, the use of lava ultimate as crown material may have played in this case. Other factors, such as prior tooth history, may have contributed to the need for tooth extraction.

Event description:
On (B)(6) 2016, a dental professional reported the case of a (B)(6) year old male patient who required extraction of tooth #18. This tooth had a lava ultimate cad/cam restorative for e4d crown placed on (B)(6) 2012. Prior to placement of the lava ultimate crown, this tooth had another type of crown and prior endodontic treatment. On (B)(6) 2013, the lava ultimate crown debonded and deep decay was noted. The tooth was re-prepared for another crown, which was placed on (B)(6) 2013. On (B)(6) 2014, the patient returned to the office reporting pain and the tooth was extracted.